Manufacturer narrative:
The reported events were lead dislodgement, the guidewire could not insert and failure to capture. A complete lead was returned in one piece. The lead was measured within specification. The reported event of the guidewire could not insert was confirmed. The guidewire insertion test found restriction/obstruction at the distal region of the lead. Destructive analysis found the inner coil was clogged with blood. The cause of the reported event of the guidewire could not insert was isolated to the inner coil being clogged with blood. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient attended a follow-up appointment at the clinic. During the visit, it was discovered that the left ventricular (lv) lead was failing to capture. An x-ray confirmed the dislodgement of the lv lead. While attempting to reposition the lv lead, the physician found that it could not be advanced through the guidewire. Consequently, the lv lead was removed, and a new lv lead was implanted. Following the procedure, the patient remained in stable condition.